Manufacturer narrative:
Device analysis found proximal stent damage. Some of the stent struts were severely misaligned. The damage was measured at 1.46 mm using a lazer mike. The area where there was no damage found was measured at 1.08 mm. Proximal stent damage is consistent with the device meeting some form of restriction during the withdrawal of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A device history records review showed no anomalies related to the complaint. The most probable root cause of this defect will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.

Event description:
Reportability changed based on product analysis completed on 1/16/2008. It was reported that during an unspecified procedure, the stent would not cross the lesion. The severely calcified and 90% stenosed de novo lesion was located in the severely tortuous left anterior descending artery (lad). Ivus was used. The access site was the left femoral artery. The diameter of the vessel was 2.5mm. The lesion was predilated with a 9 x 1.5mm unspecified balloon. No complications were reported, and the procedure was completed with a different device. Patient status was reported as 'good'. Returned product analysis revealed proximal stent damage.